Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower malfunction began with the tower not opening, but it progressed until the entire pyxis system was affected. Towers, drawers, and cubies could not be opened by user. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower was not able to open and drawer was failed. A field service engineer (fse) found that the pyxibus cable connecting the main unit and the tower was damaged, causing the entire station to malfunction. The pyxibus cable was replaced, and the customer recovered and tested the storage spaces. The system functioned as intended after the field service engineer repaired the device.